Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at o-c2. Sometime post-op an infection was confirmed. Four days later a revision surgery was performed to remove the implants. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.